Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article.

Event description:
Information was received based on review of a journal article titled, "metal-on-metal hip surface replacement¿ which attempts to illustrate that the proposed advantages of metal-on-metal resurfacing of the hip (momhr) have not been realized and that new and unanticipated serious complications have been associated with the procedure. An analysis of 12,093 primary hip resurfacing procedures recorded by the australian national joint registries (aoanjrr) between september 1999 and december 2008 showed that at eight years, the cumulative revision of hip resurfacing was 5.3% (4.6 to 6.2), as compared with 4.0% (3.8 to 4.2) for conventional thr. The journal article reports that resurfacing has been associated with the generation of metal ions that can result in adverse local tissue reactions. Case reports of systemic toxicity as well as benign and even malignant tumour development have been reported. Studies have shown that approximately 1% of patients who have a resurfacing develop a pseudotumor within five years. The authors of the study conclude that when compared with a conventional primary thr, momhr does not provide better function.

Manufacturer narrative:
Added: added clarifying statement to description, patient and device codes, evaluation codes. The product was not available for return. Root cause could not be determined. Conditions are addressed in the package insert. Due to a lack of part and lot numbers, manufacturing, deviation and complaint histories were unable to be located and assessed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This article identifies revisions due to possible elevated metal ion levels on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to parent record.